Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was inaccurate. The caller did not have any further information. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be re plicated. If information is provided in the future, a supplemental report will be issued.